Event description:
The customer stated the device gave a low result before any blood was applied. This happened several times and results of 389 mg/dl and 289 mg/dl were given. The customer had run controls. A request was made for the return of the suspect device and replacement product was sent.